Manufacturer narrative:
This report is filed, may 23, 2016. The implanted device remains.

Event description:
Per the clinic, the patient experienced skin breakdown exposing the internal magnet. On (B)(6) 2016 the patient was prescribed oral and topical antibiotics. The implanted device remains.

Manufacturer narrative:
Per the clinic, the internal magnet was removed on (B)(6) 2016. This report is filed august 8, 2016, h3 other text: the implanted device remains.

Manufacturer narrative:
This report is submitted on november 2, 2016, by cochlear limited (manufacturer) on behalf of cochlear americas. Registration number (B)(4), exemption number e2106011. Per the clinic, the patient was placed under general anaesthesia on (B)(6) 2016 to place an abutment. The implanted device remains.

Manufacturer narrative:
Per the clinic, the internal magnet was removed on (B)(6) 2016.